Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a CT guided rfa of an osteoid osteoma in the posterior tibia wall, the needle was fixed with a metal clamp approximately 4 cm from the needle tip. Within the first minute of the ablation, the skin around the needle entry point changed appearance and the ablation was aborted. A second degree burn was confirmed and was treated without further complications.